Event description:
Device was infusing heparin and when nurse opened the door to stop the infusion, free-flow occurred. Infusion discontinued. Hosp reports no permanent pt injury.

Event description:
Device was infusing heparin and when nurse opened the door to stop the infusion, free-flow occurred. Infusion discontinued. Hosp reports no permanent pt injury.